Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 36-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal and pelvic cavity') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 816062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), headache ("headaches"), autoimmune disorder ("allergic and auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have an unintended pregnancy ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, unintended pregnancy, hypersensitivity, headache, autoimmune disorder, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, tooth loss, unintended pregnancy, uterine perforation, vertigo and weight fluctuation to be related to essure. Lot number: 816062 manufacturing date: 2011/01 expiration date: 2014/01/31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: no new clinical information received, update to imdrf/FDA codes only we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal and pelvic cavity') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 816062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), headache ("headaches"), autoimmune disorder ("allergic and auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have an unintended pregnancy ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, unintended pregnancy, hypersensitivity, headache, autoimmune disorder, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, tooth loss, unintended pregnancy, uterine perforation, vertigo and weight fluctuation to be related to essure. Lot number: 816062 manufacturing date: 2011/01 expiration date: 2014/01/31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal and pelvic cavity') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 816062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), headache ("headaches"), autoimmune disorder ("allergic and auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have an unintended pregnancy ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, unintended pregnancy, hypersensitivity, headache, autoimmune disorder, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, tooth loss, unintended pregnancy, uterine perforation, vertigo and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 21-jan-2021: lot number (816062) was provided. Event "medical device removal" was replaced by "pelvic pain (female)", requiring surgical removal of essure. New aes were reported: chronic abdominal and back pain, excessive (genital) bleeding, unintended pregnancy, migration (dislocation) of device, uterine perforation, fallopian tubes perforation, perforation of other organs, allergic and autoimmune reactions, headaches, chronic fatigue, vertigo, weight changes, hair loss, tooth loss, mood changes, anxiety and depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal and pelvic cavity") and perforation ("perforation of other organs") in a 36 year-old female patient who had essure inserted (lot no. 816062) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic pain female, abnormal uterine bleeding, nonsmoker, memory loss, seizures, gravida, vaginal discharge, heavy menstrual bleeding, vaginal burning sensation, headache, panic attacks, dizziness, headache, seizure, abortion, vaginal delivery, parity 2 and multigravida. Concurrent conditions were listed as menses irregular, abdominal bloating, heavy periods, numbness, tingling, intermittent blurry vision, nausea and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), unintended pregnancy ("unintended pregnancy"), hypersensitivity ("allergic and auto-immune reactions"), headache ("headaches"), autoimmune disorder ("allergic and auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpngectomy, cystoscopy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2017. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, tooth loss, unintended pregnancy, uterine perforation, vertigo and weight fluctuation to be related to essure administration. The reporter commented: 2 coils on the left side 5 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): bilateral essure tubal coils are present demonstrating intact appearance with smooth curved morphology. No concerning kinking or twisting to report at either coil. The uterine cavity readily opacities demonstrating normal smooth contour and morphology. No persistent filling defect detected. There was contrast opacification of either fallopian tube and no spill into the peritoneal cavity on either. Impression 1. Normal essure tubal coils with appropriate blockage of the fallopian tube on both sides. 2. Normal uterine cavity [pathology test] on (B)(6) 2017: clinical history: pelvic pain. Assess for adenomyosis, hyperplasia, malignancy. Clinical diagnosis - pelvic pain. Specimen source: uterus and cervix, and bilateral tubes gross description: uterus, cervix, bilateral fallopian tubes-two detached fallopian tubes measuring 4 cm in length with a diameter of 0.7 cm and 6 cm in length with a diameter of 0.5 cm. The fallopian tubes are both unremarkable. Microscopic description: the fallopian tubes are negative for malignancy diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix negative for dysplasia and malignancy secretory endometrium, negative for hyperplasia and malignancy fallopian tubes negative for malignancy lot number: 816062 manufacturing date: 2011/01 expiration date: 2014/01/31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 09-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, historical drugs are added. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.